Event description:
The co's rep reported the event as follows: "following a ptca procedure, the physician attempted arteriotomy closure using the closer tsl 6 fr. Device, but part of the posterior pole of foot broke away while needles were injected onto the foot. The foot was adherent to artery wall. Physicians were unable to recover the lost part of foot; however, they have not received complaint of lost distal pulse." The distributor followed up recently with a similar report of the event as follows: "feet breakage when needles are injected through arterial wall". The patient was crossed over to compression to achieve hemostasis.